Event description:
It was reported that the physician's vns handheld was freezing on the "interrogation successful" screen and the physician requested a replacement. Product has been requested, but has not been returned to manufacturer to date.